Manufacturer narrative:
The iol was received and the diopter measured correct as labeled. The results of our investigation reasonably suggests, this event is not manufacturing related. The lens met all manufacturing specifications prior to release.

Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication, due to the improper iol power initially implanted.